Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to initiate a transmission. Troubleshooting steps were taken, to no avail. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event. It was further reported that the monitor has been returned.

Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to initiate a transmission. Troubleshooting steps were taken, to no avail. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the monitor was analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.